Manufacturer narrative:
Concomitant medical products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2011, product type: catheter. (B)(4).

Event description:
Information was received from a consumer regarding a patient receiving an unknown type of baclofen via an implantable infusion pump. The indication for use (IFU) was listed as intractable spasticity, and multiple sclerosis. It was reported that the patient missed a refill in (B)(6) 2013 and the pump alarmed for days. There was a scheduling mix up, and the patient had to take oral baclofen until the pump could get filled. The drug type, concentration and daily dose, other medications, and symptoms were not reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.